Event description:
The manufacturer received information alleging a ventilator shutdown while in use. There was no patient harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.